Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the leadless implantable pulse generator (ipg) dislodged. The leadless ipg was explanted and replaced with a transvenous system. No patient complications have been reported as a result of this event.